Event description:
It was reported that the patient presented for a routine generator change. During the procedure it was noted that the atrial lead had insulation damage. The lead had not exhibited any electrical abnormalities prior to or during the procedure. Impedance was low but still stable. The physician decided to cap and replace the lead on (B)(6) 2023. The patient was in stable condition post procedure.